Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver was out of range for 18 hours. There was no report of injury or medical intervention. No additional event or patient information is available.